Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further information. The device is not under a service contract and - since no s/n information was provided - the age of the unit and state of preventive maintenance and repairs is unknown. This lack of information does only allow a general assessment and no case-specific evaluation. The following is concluded: there is no detail in the report which would reasonably suggest that the ventilation was interrupted. Since it was reported that the patient's status returned to normal after a suction maneuver, it would be imaginable that the et tube was at least partly occluded by a sputum plug causing insufficient ventilation. The device is designed to post alarms in accordance to the thresholds defined by the user when the airway resistance of the pneumatic path rises due to an occlusion and when this leads to significant deviations between the setting for the minute volume and the one that could be applied. It was confirmed in the ufr that the device posted alarms during the course of event, the exact nature of the alarms is not known. Based on post market surveillance data which confirms that applicational issues occur much more frequent than equipment malfunctions, it is seen likely that the reported worsening of the patient status was related to clinical aspects and not to technical issues. The device has obviously responded as designed upon that and has posted alarms to alert the user. The reported impairments in interaction with the device can neither be confirmed nor denied and may have been a secondary aspect with no contribution to the desaturation. Other explanations for the reported event may however apply as well and thus, this report is being filed in abundance of caution. H3 other text : device not available for evaluation

Event description:
It was reported that the device posted an alarm during use and did not respond to user input. The patient desaturated during the course of event but returned to normal after sputum suction and continuing the ventilation. As per report, the ventilator was then replaced since it was still irresponsive to user input commands.